Manufacturer narrative:
(B)(4).

Event description:
The consumer reported seeing the low implantable neurostimulator (ins) battery on the programmer. The patient stated that their remote and their ins were not working. The patient attempted to raise the stimulation of their device and now it would not work properly. It was reported that the patient believes the battery was dead. The patient did not understand that they had a rechargeable ins that requires charging. The patient was told that they would not have to recharge their ins and patient reported that they were not provided with recharging equipment. The patient used to lay in bed and could feel the vibration but they don't have it anymore. The patient reported that their legs are great. It was reported that the patient does not feel stimulation and cannot connect with the patient programmer. There was a report that there was a sudden change in therapy/symptoms. Relevant medical history includes non-malignant pain.